Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the since implant of the device, the patient had been getting up, on and off, 8 times. They normally got up 2-3 times. Symptoms of bladder urge frequency were noted. The patient also mentioned that they sometimes felt the stimulation and sometimes did not. Using the programmer, it was determined that they were on a setting of program 1 at 1.2 volts. The increased the stimulation to 1.4 volts and felt it in the correct bike seat area. Therapy considerations were reviewed with the patient. They were told to give the new setting a couple of days and were redirected to their healthcare professional (hcp) if their symptoms did not improve. Additional information received from the patient on (B)(6) 2019 reported that they do not always feel the stimulation and still had urinary symptoms. It was confirmed that the ins was on. The patient will increase the stimulation and see if that resolves the issue. Further information received on apr. 2, 2019 from the patient reported that they had to adjust the stimulation because ¿it hasn¿t really been working¿. This occurred right after implant ((B)(6) 2018). They stated that, at first, they had to increase the stimulation and for 6 months it¿s been great. Then, ¿all of a sudden¿ (also reported as starting within the last 2 weeks ¿ (B)(6) 2019) they had to go to the bathroom all the time/often. There were no further complications reported or anticipated.